Event description:
During a shift change, the pt went into asystole and the monitor did not alarm. The pt was resuscitated. The biomed was summoned by the nursing personnel immediately following the incident. The biomed discovered numerous arrhythmia and heart rate alarms documented in the alarm history for this pt leading up to and during this episode. Alarm volume at the central was set for "very loud."

Manufacturer narrative:
The biomedical engineer stated that oxygen saturated alarm was turned off at the bedside during the incident. An hp customer engineer went to the customer's site and verified that both the component central monitor and the bedside functioned to specifications. The customer would not release any documentation to the hp customer engineer in regard to this incident. Because there is no documentation, it is not possible to state firmly the actual root cause of this complaint, but it appears that the component central monitor alarmed appropriately for all heart rate and arrhythmia conditions. It appears that the oxygen saturated did not alarm, probably because the alarm was turned off at the bedside. The staff apparently reacted to the asystole alarm, but expected an earlier warning of the pt's condition which the oxygen saturated would have provided.